Event description:
An abutment screw fractured inside of an implant during placement of the abutment. The surgeon had to perform an add'l surgical procedure to remove the abutment from the implant. A portion of the abutment screw is stuck inside of the implant, cannot be removed. The implant is still in the pt's mouth. Pt injury has not been reported.